Event description:
It was reported that during a lap nephrectomy procedure, the blade tip broke off and was retrieved from the patient. Case completed with another instrument without any patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.